Event description:
A caller reported that the insulin cartridge leaked at the pigtail, but this issue occurred only once. The customer's blood glucose level did not exceed 500 mg/dl and remained within a safe range. The caller replaced the cartridge and successfully resumed insulin therapy with the guidance of technical support, leading to a resolution of the issue.